Event description:
The pt had a chronic urinary infection that went on for more than 6 months. All options for antibiotic treatment were exhausted with out results. It was thought that the pt's age was a factor in this inability to 'fight off' the infection. The pt died as a consequence of the urinary infection. The final cause of death was pending autopsy results. The family did not believe it was device related.